Manufacturer narrative:
The insulin pump received with scratched lcd window. The insulin pump received with cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, reservoir tube and reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump has a broken reservoir connection. Nothing further reported.